Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic placement of an ultraflex esophageal stent to treat a fistula. The stent was placed in 2006. During the performance of an endoscopy, the stent coating was found to be missing at the mid point of the device. The clinician reports that the fistula, after initial closure, had reopened with a leakage from the middle part of the stent. The stent was removed and two identical stents were placed successfully. There is no further information available at this time.